Event description:
Customer reported unit does not complete self test when power is turned on. No reported patient involvement. Service representative duplicated reported condition. Device repaired and proper operation confirmed.